Manufacturer narrative:
Batch review performed on 02 september 2020: lot 187987: (B)(4) items manufactured and released on 25-jan-2019. Expiration date: 2024-01-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner 1 year and 5 months after primary. The surgery was completed successfully.